Event description:
During testing of unit. Ohmeda service representative noted output of vaporizer was not within specification. Additionally, ohmeda recommends tec 5 vaprizers be returned every 3 yrs for routine maintenance and calibration, as stated in the tec 5 operation and maintenance manual. According to ohmeda's records, this unit has not been service by ohmeda since it MFR date of 1992.